Manufacturer narrative:
(B)(4). Physio-control advised the distributor that the customer¿s device is no longer supported by physio-control.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The customer obtained a replacement device and agreed to release the device to physio-control for evaluation. Physio-control evaluated the customer¿s device and verified the reported issue.  Physio-control determined that the cause of the reported issue was the main pcb assembly; however, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would intermittently provide a ¿connect electrodes¿ message, even when the device was connected to a test patient load.  As a result, defibrillation may not be possible, if it were necessary.